Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm background test was recorded in history. During analysis the reported event was not able to be duplicated. Service replaced the speaker as a preventative measure and performed preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump failed primary audible alarm ground test. No patient was involved in this event. No adverse effects were reported.